Manufacturer narrative:
Date is approximate; month and year known only.

Event description:
Information was received from a patient who was receiving morphine 3.0 mg/ml at a dose of 0.75 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient was admitted to the ER with urine retention and there was "2 liters of urine" in his bladder. It was noted that the patient didn't have much pain and didn't realize he had that much urine in his bladder because it didn't feel like it was that full. It was noted that he hadn't urinated since 4:00 pm the day before he visited the ER. It was stated that the patient's health care professional (hcp) thought the morphine was "too much" so they reduced it to a dose of 0.3 mg/day and his pain became unbelievable. It was confirmed by the patient that the retention resolved after the dose was decreased but he was not getting pain relief. It was noted that the hcp had been doing 5% increases since that time. He stated that they continued to titrate him and at his appointment last week they finally agreed to do a 10% increase from 0.47 mg/day to 0.507 mg/day. The patient stated that his pain was worse now even after the 10% increase last week. The patient's current status was indicated as his situation was being addressed by the hcp and that his next titration adjustment was scheduled for wednesday. No further information was reported. The patient's medical history included multiple sclerosis and urinary tract infections. The patient had no other concomitant medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.